Manufacturer narrative:
Concomitant product: 4968-35 lead, implanted: (B)(6) 2014. Evaluation summary: analysis of the device memory indicated pacing capture threshold in the lv (left ventricle) was high.

Event description:
It was reported that there were rapidly rising thresholds, reaching high levels. The lv (left ventricular) lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary continued: the proximal portion of the lead was returned, analyzed, and analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.